Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, recurrence, dyspareunia and urinary problems. On (B)(6) 2006, the patient underwent release of mesh due to urgency and incontinence. The patient underwent removal of mesh on right side due to pain on (B)(6) 2007. The patient underwent interstim placement on (B)(6) 2007 and removal on (B)(6) 2008. The patient underwent uteroscopy and stent placement due to kidney stone on (B)(6) 2009 and removal on (B)(6) 2009. The patient also underwent on cystoscopy with urethral dilation for interstititial cystitis on (B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and botox injection on (B)(6) 2008 due to refractory urinary urgency and frequent pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.